Manufacturer narrative:
Sc-8216-50 (sn (B)(4)) visual inspection revealed all distal electrode's except #1l were completely dislodged from the paddle silicone and not returned. Visual inspection also revealed lead was severed approximately 1.5 inches from the distal end and could not be tested. The damage to the lead is consistent with damages done from twirling the ipg in the pocket. Exposed cables.

Event description:
A report was received that the patient had loss of stimulation and multiple high impedances was observed on contacts throughout the lead. A computerized tomography (CT) scan showed the lead was out of the epidural space. It was determined that the patient had twirling syndrome where the battery was being twisted in the pocket that caused the lead to be destroyed, contacts were off the paddle and was pulled out of the epidural space. The lead was replaced. No device malfunction was suspected. All contacts of the lead were removed from the patient's body and the patient was doing well postoperatively.